Event description:
It was reported that the patient had an ambicor penile prosthesis implanted that progressed satisfactorily, using the implant during regular sexual activity until 2 weeks ago. At the time, he could no longer obtain the rigid state. During the physical examination, the physician tried several maneuvers, but was unable to inflate the device to obtain an erection. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.